Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during a routine pulse generator replacement procedure, the device exhibited intermittent output. He replacement procedure was completed and the device was removed.

Manufacturer narrative:
Final analysis found normal battery depletion.